Event description:
This report is provided to you as a part of a retrospective review, per discussion with office of surveillance and biometrics (obs), and was performed as the result of recent changes/improvements made to product specific criteria developed by medtronic xomed related to our pillar palatal implants to make medical device report (MDR) decisions. Additionally, this change/improvement, which was initiated in jan 2012, has resulted in overall increase in the number of mdrs filed by medtronic xomed. It should be noted that this increase is not the result of the discovery of any new product problems, but rather the result of a broader interpretation and application of the submission criteria within our process. It was reported that an implant extrusion occurred more than 24 hours after the procedure. There was no sample returned and no pt injury reported. In addition, the event description is expanded to include the details of the attached pillar palatal implant sys feedback form in which the physician stated: the pt experienced "foreign body sensation" and the implant partially pokes through the mucosa, more than 24 hours post procedure.

Manufacturer narrative:
Device is not serialized. As no lot number was provided, the exp date could not be determined. As no lot number was provided, the manufacture date could not be determined.